Manufacturer narrative:
Phone number (B)(6).

Event description:
The customer reported that the speaker of the intellivue x3 does not work. It is unknown if the device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.